Event description:
New information noted that the lead was successfully repositioned. The patient was discharged.

Event description:
It was reported that the patient's right ventricular lead exhibited both high and low defibrillation impedances. Insulation breach was suspected. No intervention was performed. There were no patient consequences.